Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced low glucose, with fingerstick values in the mid-60s and a continuous reading in the high 60s, after earlier elevated glucose while asleep and subsequent intake of yogurt and eggs, followed by treating the low with a can of pea soup providing approximately 54 grams of carbohydrates; troubleshooting suggested the low was due to overcorrection of the prior high, and oral carbohydrates were used as treatment. Symptoms included hypoglycemia and irritability. Outcomes included an unexpected medical intervention in the form of medication-equivalent treatment with oral glucose. Investigation included communication and interviews with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a device-related problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.